Manufacturer narrative:
Investigation pending.

Event description:
Pt self tester reports discrepant results with meter compared to lab. Date: (B)(6) 2010, inratio: 2.5. Date: (B)(6) 2010, lab: 1.57. Date: (B)(6) 2010, inratio: 2.4.